Manufacturer narrative:
The device referenced in this report has not yet been received by olympus for evaluation (it has been shipped by the customer). The definitive cause of the customer's experience cannot be determined at this time. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported an evis exera gastrointestinal videoscope had a positive culture after being reprocessed. There was no patient contact/impact related to this occurrence.

Manufacturer narrative:
This case has been determined to be a duplicate of previously reported mw 8010047-2020 -11080.